Manufacturer narrative:
It was reported that the insulin pump does not work anymore, new batteries were placed into the insulin pump and the insulin pump is unresponsive. The insulin pump will not upload. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had high blood glucose of 34.6mmol/l. Customer changed set and reservoir many times. The paramedics were contacted and transferred customer to the hospital. In addition, the insulin pump alarmed failed battery test, changed battery, now pump is not working anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information was received which was not included in the initial medwatch report. The information has been provided with this report.

Event description:
It was reported that the customer had placed a new battery. Device alarmed too long no battery. Customer was able to clear the alarm. Customer set date and time and the device was able to function.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to loose and tilted drive support disk also, unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. However, the insulin pump passed the displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump had minor scratched display window, scratched case, a small crack on the battery tube threads, scratched reservoir tube window and partially broken reservoir tube lip.